Event description:
It was reported that during a reconstruction procedure, a 2.5 matrix mandible locking screw stripped and became stuck in a 20 hole 2.5 matrix mandible plate. No delay in surgery or outcome of patient was reported. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. This device is used for treatment and not diagnosis. Placeholder.